Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that insulin drips were not observed to be exiting the infusion set tubing during the load fill tubing process. Additionally, it was reported that a minimum fill notification occurred after filling the cartridge with 150 units of insulin. Customer's blood glucose was 270 mg/dl. Reportedly, a supply change was performed to address the issue and insulin delivery was resumed.